Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical investigation concluded that no relevant documentation was provided to perform a medical investigation; therefore, no further medical assessment is warranted at this time. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further actions are being taken at this time. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
Patient had a legion revision done on friday (B)(6) and it dislocated on saturday (B)(6). All implants were removed on tuesday (B)(6) and replaced with a biomet 5 cm segmental knee.